Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. . H10: additional narrative: h3, h4, h6: part 03.019.025, lot 9295769: manufacturing site: hägendorf. Release to warehouse date: march 31, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: during the visual inspection, it was found that the laser weld designed to attach the knob of the shaft of the locking core to the outer screwdriver was broken. No other issues were identified during the inspection. A functional test was not performed on the returned devices by assembling the locking core shaft in the outer screwdriver. However, due to the breakage of the laser weld, the locking core shaft was not able to be assembled in the outer screwdriver handle/shaft as the shaft would not fit tightly in the outer screwdriver and keep falling out. The proximal diameter of the shaft was measured and was found to be within specification. The drawings, reflecting the manufactured and current revision, were reviewed. The complaint condition is confirmed as the laser weld was broken which caused the device interaction issue. No definitive root cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2021, the screwdriver for titanium multiloc screw does not fit tightly into the screw head and was a bit loose. Issue was discovered during routine inspection while restocking the instrument tray. No patient involvement. This report is for one (1) scrwdrvr f/4.5mm ti multiloc screws/slf-retain/330mm. This is report 1 of 1 for complaint (B)(4).